Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the drainage occur during the same procedure? Or was it a separate event? Drain was placed in initial procedure. Did it result in extended hospital care or use of medication? Drainage was carried out. The period of hospitalization was extended, however its cause was not af but ssi. Surgeon said that ssi was not related to interceed. Please clarify in follow-up you say not related to the device are you saying that the surgeon reported that the patient's experience ie ascites had nothing to do with the device? The surgeon thought that there were various factors to occur the ascites and the relations with device was unknown. No further information was provided from the hp.

Event description:
It was reported that the patient underwent a colectomy on an unknown date and adhesion barrier was used. Following the procedure, the patient experienced ascites and drainage was performed. The surgeon opined there were various factors related to the ascites and the relation with the device was unknown. No additional information was provided.